Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was seen in clinic and noted to have a clock reset on the log file history. No other alarms were noted. The pt denied hearing any alarms, disconnecting from both power sources, or losing power.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.